Event description:
Doctor reported the diopter of the implanted lens is not the labeled diopter. Lens remains implanted.

Event description:
Lens removed and replaed due to pt's unexpected post op refraction.